Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had decreased battery life, failed battery test, cracks on casing around reservoir area and scratches on screen that slightly impair ability to read the screen, sometimes hears grinding during rewind, sometimes had no delivery, false low battery indication, rewinds slower, motor errors, sometimes buttons stick, sometimes has to reset date and time during battery change. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.